Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump may be over delivering insulin. The customer¿s blood glucose level was 86 mg/dl at the time of the incident. The pump delivered 28 units instead of the programmed 25 units. Troubleshooting was completed but did not resolve the issue. The insulin pump will not be returned for analysis.